Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient presented with pain and squeaking. Radiographs revealed superior migration of the head within the cup and wire fragments in the soft tissue. Confirmed at revision liner had fractured with osteolysis around femoral/acetabular.